Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 wax guard came unseated from the hearing aid and fell into the user's ear canal. The wax guard was removed from the ear canal. There was no injury to the user's ear.